Event description:
Product econo-paste unna boot indicated for wound care dressing growing mold inside sealed package. Mold found growing on multiple dressing in specific lot number. No-visible or known - molded dressings were utilized for patient care.